Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had bariatric surgery in 2024 and lost a significant amount of weight. The ins pocket was uncomfortable due to their weight loss. The patient was scheduled for a revision. The patient later expressed that they felt that it never worked well. In testing the lead the responses were requiring a very high amount of stimulation to elicit anal bellows. During the revision procedure, the physician unsuccessfully attempted to place a new lead on both the left and right side of the patient multiple times. The physician decided to explant the lead and ins and close the incisions. A new lead or ins was not placed. There were no additional patient complications and the patient was doing well.